Event description:
It was reported that during an unknown procedure, when the screw was placed, when it was arriving to the last thread, it started to unfit. The surgeon tried to remove and it got broken. The screw was completely removed from patient. It is unknown if a backup device was available and how the issue was resolved. No significant delay and no patient injuries were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
¿H10 h3, h6: the reported 9x25mm biorci screw, used in treatment, has been returned for evaluation. Visual assessment confirmed the reported complaint of breakage. Approximately 2mm of the distal end of the screw has been broken off and not returned. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specifications. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site with the recommended prep device. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Manufacturer narrative:
H10 h3, h6: the reported 9x25mm biorci screw, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the screw broke during insertion. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: not preparing the insertion site properly. Incorrect screw size to tunnel size. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.